Manufacturer narrative:
Surgeon stated that the core was in fine condition it just had moved. The doctor did not believe the problem was device related. He feels that the pt may have developed regional instability due to ddd.

Event description:
Sales rep reported that a charite pt who was implanted several yrs ago (6) and did very well required a revision due to posterior migration of the sliding core. Rep stated that the endplates are in position but the core is not. Surgeon revised to remove the charite device.